Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient did not wash their hands. The peritonitis was manifested by cloudy fluid. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day as onset, the patient began treatment with intraperitoneal (ip) injection cefepime (1gm stat, then night bag continuously) for peritonitis. Three days later treatment with cefepime was stopped and the patient began treatment with ip injection cilamin (500 mg, twice a day) for peritonitis. Dianeal and extraneal therapies were ongoing. At the time of this report the patient remained hospitalized, treatment with cilamin was ongoing and the patient was recovering from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Fifteen days prior to the receipt of this report, the patient recovered from the peritonitis event. Dianeal and extraneal therapies and antibiotic therapy remained ongoing until twelve days prior to the receipt of this report. Should additional relevant information become available, a supplemental report will be submitted.